Event description:
Related manufacturer report number: 2017865-2022-04389. It was reported prior to procedure that the atrial lead exhibited oversensing due to noise, inappropriate mode switches and low pacing impedance. The right ventricular lead exhibited high capture thresholds and externalized conductors. It was elected both leads remained implanted and programming changes were completed. The leads will continue to be monitored. The patient was stable and asymptomatic.

Event description:
Following further reports of high capture threshold, new information notes that the right ventricular and atrial leads were explanted. The patient was stable.